Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary: as reported, prior to use in a ureteroscopy, five ncircle delta wire tipless stone extractors were observed to be crimped approximately 3cm from the distal tips, and the baskets of the devices did not function. This issue was identified prior to patient contact. The procedure was completed using a same type device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Investigation - evaluation. Reviews of the complaint history, device history record, instructions for use, manufacturing instructions, and quality control procedures and a visual inspection and functional test of the device were conducted during the investigation. Two opened and four unopened ncircle delta wire tipless stone extractors were returned for investigation. The unopened devices exhibited no damage. The first opened device was returned with the handle and basket formation in the open position. The male luer lock adapter was loose, and the collet knob was tight and secure. The polyethylene terephthalate tubing measured 3cm in length. A function test determined the handle does actuate the basket formation. There was a slight bump felt in the basket sheath approximately 1cm from the distal tip of the basket sheath. The basket sheath was slightly bent at the distal tip of the support sheath. The support sheath was slightly bowed. A kink was noted in the basket sheath approximately 41cm from the distal tip of the support sheath. The second opened device was returned with the handle and basket formation in the open position. The male luer lock adapter was loose, and the collet knob was tight and secure. The polyethylene terephthalate tubing measured 3cm in length. A function test determined the handle does actuate the basket formation. There was a slight bump felt in the basket sheath approximately 1cm from the distal tip of the basket sheath. The basket sheath was slightly bent at the distal tip of the support sheath. The support sheath was slightly bowed. A kink was noted in the basket sheath approximately 73cm from the distal tip of the support sheath. A document-based investigation evaluation was also performed. No related non-conformances were recorded, and no other lot-related complaints were received. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. There were no identified gaps in the device manufacturing instructions or quality control procedures. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is provided with instructions for use, which caution, ¿enclose the device in the sheath before removing from the tray/holder,¿ and, ¿do not use excessive force to manipulate this device. Damage to the device may occur.¿ based on the available information, cook has concluded that a cause for the device damage could not be determined. Cook will continue monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Occupation: buyer. PMA/510(k) number: exempt. Device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, prior to use in a ureteroscopy, five ncircle delta wire tipless stone extractors were observed to be crimped approximately 3cm from the distal tips, and the baskets of the devices did not function. This issue was identified prior to patient contact. The procedure was completed using a same type device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.